Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the atrial lead exhibited no sensing and low impedance. The lead was capped and replaced successfully on (B)(6) 2022. The patient was in stable condition.